Event description:
It was reported that this lead was part of a system revision due to infection. The patient experienced discomfort, pain, infection and undesired sensations. The wound was treated with antibiotics. There were no additional adverse patient effects reported. The lead remains capped.